Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies. Full lead. Visual inspection: it was noted that the distal conductor was distorted and helix/lobe distorted/bent.

Event description:
It was reported at implat that the lead was not used as the helix would not extend or retract. The device was not implanted. No patient complications have been reported as a result of this event.